Manufacturer narrative:
4307 intuitive surgical, inc. (Isi) received the large needle driver instrument for evaluation. Failure analysis investigations confirmed the customer reported complaint of "part of the branch lost during sewing.¿ the instrument was found to have the carbide insert detached from one of the grips. The material was returned by the customer, and no material appeared to be missing as the assembly was pieced back together. The brazing material seemed to be damaged. This complaint is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, it was alleged that part of the large needle driver instrument ¿branch¿ was lost during sewing and fell inside the patient. All fragments were retrieved and no additional surgical intervention was required.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not yet received the large needle driver instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received. This complaint is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, it was alleged that part of the large needle driver instrument ¿branch¿ was lost during sewing and fell inside the patient. All fragments were retrieved and no additional surgical intervention was required. However, at this time, it is unknown what caused the breakage to occur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, part of the large needle driver instrument ¿branch¿ was lost during sewing. The fragment had fallen inside the patient and was removed during the same surgery. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on 10/23/2019 and obtained the following additional information: the large needle driver instrument was used exclusively for a suture and there were no apparent collisions with other instruments. The fragment was removed safely with a laparoscopic instrument. There were no problems removing the large needle driver instrument. The procedure delay was just under 20 minutes. The patient was discharged without complications.